Event description:
It was reported the displayed battery voltage on the remote monitoring transmission was lower than the battery voltage reported on the save to disk data. The device software update has not been loaded. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.